Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. No further follow up is planned. Evaluation summary: the father of the patient reported that his daughter's humapen savvio device was defective because when he uses an insulin syringe, her glycemic level stays under control. He stated that one time when he dialed the device to 16 units and transferred the dose to an insulin syringe, the syringe only showed 10 units. However, when he repeated the procedure with 16 units, it reached 15 units in the syringe. The patient experienced hyperglycemia. While the device has been returned to the affiliate, it has not at this time been received by the manufacturer for investigation (batch 1410v01, manufactured october 2014). Once the device is received, it will be evaluated. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with respect to dose accuracy or device not working. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The reporter stated they had not been trained on how to use the device. Troubleshooting was performed by a trained professional and was successful. However, the reporter indicated that insulin was not being released immediately after pressing the injection button when he dialed to 60 units. The insulin started to be released at 50 units. The user description during troubleshooting accurately represents the device functionality. When the savvio pen is dialed up, the mechanical design creates a small gap between the foot and cartridge plunger to ensure no drug product is lost during dial up and dial down. When an injection begins, the small gap is closed before product is expelled from the needle. As the small gap is closed the dial may be perceived to rotate without observation of product being expelled. There is evidence of improper use. The user did not prime the device. This may be relevant to the event of hyperglycemia.

Event description:
Lilly case ID: (B)(6). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, with additional information provided by the initial consumer reporter via company representative, concerns a (B)(6) light brown female patient. Medical history and concomitant medication was not provided. The patient received human insulin (rdna origin) nph (humulin n), 12iu each morning, 10iu at lunch, 10iu at dinner, and also human insulin (rdna origin) regular (humulin r), 4iu each morning, 4iu each evening; both cartridge, unknown route of administration, for treatment of type 1 diabetes, beginning in (B)(6) 2016. On (B)(6) 2017, approximately one year after beginning treatment with human insulin nph and human insulin regular via humapen savvio red (lot number 1410v01), the patient was feeling unwell, began to vomit and was experiencing hyperglycemia. Due to this, the patient went to the hospital and the physician prescribed insulin lispro (humalog), cartridge, 3iu before dinner, unknown route of administration, for treatment of type 1 diabetes and the patient was sent home. The three insulins were delivered via humapen savvio red. On (B)(6) 2017, the patient was feeling unwell again and returned to the hospital, where she was hospitalized in the intensive care unit (ICU). During the hospitalization, the patient received physiological serum, bicarbonate and an unspecified nausea medication as corrective treatment and, on (B)(6) 2017, the patient was discharged from the hospital. When the patient went to home, she felt unwell, began to vomit again and returned to the hospital. Since the patient had an appointment with the endocrinologist on the day next, the patient was sent home after she recovered. The endocrinologist increased the dosage of human insulin nph to 20iu each morning, 14iu each afternoon, 16iu each night and human insulin regular doses to 6iu each morning and each night and kept the prescription of insulin lispro. On (B)(6) 2017, the patient felt unwell again and started to feel cold, went to the hospital and underwent blood glucose exams, which showed that her glycaemia was around 287, 472 and even showed the result hi (units and reference range not provided). The patient was discharged from the hospital on (B)(6) 2017 and recovered from this event. After the second hospitalization, the patient was not using the humapen savvio red and was using the syringe to deliver the insulin. It was also provided that the insulin was not working (not specified which one), according to the initial consumer reporter this was probably due to the problem of the pen, also described as, the pen was not working (product complaint 3911361; lot number 1410v01). Moreover, it was also provided that when the problem with the pen happened, the patient experienced a reduction in body weight, patient weighed (B)(6) and began to weigh (B)(6), which was considered serious due to medically significant reasons by the company. The reporting consumer related the events of hyperglycemia and weight decreased to the device problem. No information about corrective treatment and outcome for the event of weight decreased was provided. It was also provided that the patient never performed the prime. Human insulin nph, human insulin regular and insulin lispro treatment continued. The parents of the patient were the operators of the device and they were not trained. The patient had used the reported humapen savvio red (lot 1410v01) and this device model since (B)(6) 2017. The device was returned to the manufacturer on 17mar2017. The initial reporting consumer did not relate hyperglycemia that led to hospitalization to human insulin nph, human insulin regular and insulin lispro. Further relatedness opinion was not provided. Update 20feb2017: upon review, this case was opened to update the medwatch and european and (B)(6) required device reporting elements for regulatory reporting. Update 22feb2017: additional information received on 20feb2017 from initial consumer reporter via company representative. Added company representative as intermediary reporter. Added non serious event of lack of drug effect, added patients age, added information about patients hospitalization, added information about therapy and device use status. Updated narrative and corresponding fields accordingly. Update 22feb2017: additional information received on 21feb2017 from call center was processed within the follow up received on 20feb2017. Update 23feb2017: additional information received on 22feb2017 from initial reporting consumer. Added human insulin nph, human insulin regular and insulin lispro as suspect drugs; patients date of birth, origin, weight and height; additional description of serious event of hyperglycemia; blood glucose exam; physiological serum as treatment drug. Narrative and corresponding fields were updated accordingly. Edit 28feb2017: upon internal review, changed onset date from 28feb2017 to 28jan2017. Narrative was updated accordingly. Update 01mar2017: no new information was received on 24feb2017 from the initial reporting consumer. Upon internal review, added the information that prime was never performed in narrative. Edit 01mar2017: upon internal review the event of lack of drug effect was deleted as the event was related to the problem of the pen, therefore did not qualified as an event of lack of drug effect. Update 20mar2017. Additional information received on 17mar2017 from initial reporter consumer. Updated relatedness opinion of initial reporting consumer who believed that the hyperglycemia that led to hospitalization of patient was related to the device humapen savvio and not to insulin; narrative and fields were updated accordingly. Update 23mar2017: additional information received on 21mar2017 and 23mar2017 from the global product complaint database. No additional new information was provided. Update 24mar2017: additional information was received on 23mar2017 from initial reporting consumer. No new information was added. Update 05apr2017: additional information received on 31mar2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, with additional information provided by the initial consumer reporter via company representative, concerns a (B)(6) light brown female patient. Medical history and concomitant medication was not provided. The patient received human insulin (rdna origin) nph (humulin n), 12iu each morning, 10iu at lunch, 10iu at dinner, and also human insulin (rdna origin) regular (humulin r), 4iu each morning, 4iu each evening; both cartridge, unknown route of administration, for treatment of type 1 diabetes, beginning in (B)(6) 2016. On (B)(6) 2017, approximately one year after beginning treatment with human insulin nph and human insulin regular via humapen savvio red (lot number 1410v01), the patient was feeling unwell, began to vomit and was experiencing hyperglycemia. Due to this, the patient went to the hospital and the physician prescribed insulin lispro (humalog), cartridge, 3iu before dinner, unknown route of administration, for treatment of type 1 diabetes and the patient was sent home. The three insulins were delivered via humapen savvio red. On (B)(6) 2017, the patient was feeling unwell again and returned to the hospital, where she was hospitalized in the intensive care unit (ICU). During the hospitalization, the patient received physiological serum, bicarbonate and an unspecified nausea medication as corrective treatment and, on (B)(6) 2017, the patient was discharged from the hospital. When the patient went to home, she felt unwell, began to vomit again and returned to the hospital. Since the patient had an appointment with the endocrinologist on the day next, the patient was sent home after she recovered. The endocrinologist increased the dosage of human insulin nph to 20iu each morning, 14iu each afternoon, 16iu each night and human insulin regular doses to 6iu each morning and each night and kept the prescription of insulin lispro. On (B)(6) 2017, the patient felt unwell again and started to feel cold, went to the hospital and underwent blood glucose exams, which showed that her glycaemia was around 287, 472 and even showed the result hi (units and reference range not provided). The patient was discharged from the hospital on (B)(6) 2017 and recovered from this event. After the second hospitalization, the patient was not using the humapen savvio red and was using the syringe to deliver the insulin. It was also provided that the insulin was not working (not specified which one), according to the initial consumer reporter this was probably due to the problem of the pen, also described as, the pen was not working (product complaint (B)(4)). Moreover, it was also provided that when the problem with the pen happened, the patient experienced a reduction in body weight, patient weighed (B)(6) and began to weigh (B)(6), which was considered serious due to medically significant reasons by the company. The reporting consumer related the events of hyperglycemia and weight decreased to the device problem. No information about corrective treatment and outcome for the event of weight decreased was provided. It was also provided that the patient never performed the prime. Human insulin nph, human insulin regular and insulin lispro treatment continued. The parents of the patient were the operators of the device and they were not trained. The patient had used the reported humapen savvio red (lot 1410v01) and this device model since (B)(6) 2017. The device was retained for possible return. The reporting consumer stated that the event of hyperglycemia was related to human insulin nph, human insulin regular and insulin lispro. No other opinion of relatedness was provided. Update 20feb2017: upon review, this case was opened to update the medwatch and european and (B)(4) required device reporting elements for regulatory reporting. Update 22feb2017: additional information received on 20feb2017 from initial consumer reporter via company representative. Added company representative as intermediary reporter. Added non serious event of lack of drug effect, added patients age, added information about patients hospitalization, added information about therapy and device use status. Updated narrative and corresponding fields accordingly. Update 22feb2017: additional information received on 21feb2017 from call center was processed within the follow up received on 20feb2017. Update 23feb2017: additional information received on 22feb2017 from initial reporting consumer. Added human insulin nph, human insulin regular and insulin lispro as suspect drugs; patients date of birth, origin, weight and height; additional description of serious event of hyperglycemia; blood glucose exam; physiological serum as treatment drug. Narrative and corresponding fields were updated accordingly. Edit 28feb2017: upon internal review, changed onset date from 28feb2017 to 28jan2017. Narrative was updated accordingly. Update 01mar2017: no new information was received on 24feb2017 from the initial reporting consumer. Upon internal review, added the information that prime was never performed in narrative. Edit 01mar2017: upon internal review the event of lack of drug effect was deleted as the event was related to the problem of the pen, therefore did not qualified as an event of lack of drug effect.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: the father of the patient reported that his daughter's humapen savvio device was defective because when he uses an insulin syringe, her glycemic level stays under control. He stated that one time when he dialed the device to 16 units and transferred the dose to an insulin syringe, the syringe only showed 10 units. However, when he repeated the procedure with 16 units, it reached 15 units in the syringe. The patient experienced hyperglycemia. Investigation of the returned device (batch 1410v01, manufactured october 2014) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. The reporter stated they had not been trained on how to use the device. Troubleshooting was performed by a trained professional and was successful. However, the reporter indicated that insulin was not being released immediately after pressing the injection button when he dialed to 60 units. The insulin started to be released at 50 units. The user description during troubleshooting accurately represents the device functionality. When the savvio pen is dialed up, the mechanical design creates a small gap between the foot and cartridge plunger to ensure no drug product is lost during dial up and dial down. When an injection begins, the small gap is closed before product is expelled from the needle. As the small gap is closed the dial may be perceived to rotate without observation of product being expelled. There is evidence of improper use. The user did not prime the device. This may be relevant to the event of hyperglycemia.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, with additional information provided by the initial consumer reporter via company representative, concerns a (B)(6) light brown female patient. Medical history and concomitant medication was not provided. The patient received human insulin (rdna origin) nph (humulin n), 12iu each morning, 10iu at lunch, 10iu at dinner, and also human insulin (rdna origin) regular (humulin r), 4iu each morning, 4iu each evening; both cartridge, unknown route of administration, for treatment of type 1 diabetes, beginning in (B)(6) 2016. On (B)(6) 2017, approximately one year after beginning treatment with human insulin nph and human insulin regular via humapen savvio red (lot number 1410v01), the patient was feeling unwell, began to vomit and was experiencing hyperglycemia. Due to this, the patient went to the hospital and the physician prescribed insulin lispro (humalog), cartridge, 3iu before dinner, unknown route of administration, for treatment of type 1 diabetes and the patient was sent home. The three insulins were delivered via humapen savvio red. On (B)(6) 2017, the patient was feeling unwell again and returned to the hospital, where she was hospitalized in the intensive care unit (ICU). During the hospitalization, the patient received physiological serum, bicarbonate and an unspecified nausea medication as corrective treatment and, on (B)(6) 2017, the patient was discharged from the hospital. When the patient went to home, she felt unwell, began to vomit again and returned to the hospital. Since the patient had an appointment with the endocrinologist on the day next, the patient was sent home after she recovered. The endocrinologist increased the dosage of human insulin nph to 20iu each morning, 14iu each afternoon, 16iu each night and human insulin regular doses to 6iu each morning and each night and kept the prescription of insulin lispro. On (B)(6) 2017, the patient felt unwell again and started to feel cold, went to the hospital and underwent blood glucose exams, which showed that her glycaemia was around 287, 472 and even showed the result hi (units and reference range not provided). The patient was discharged from the hospital on (B)(6) 2017 and recovered from this event. After the second hospitalization, the patient was not using the humapen savvio red and was using the syringe to deliver the insulin. It was also provided that the insulin was not working (not specified which one), according to the initial consumer reporter this was probably due to the problem of the pen, also described as, the pen was not working (product complaint (B)(4); lot number 1410v01). Moreover, it was also provided that when the problem with the pen happened, the patient experienced a reduction in body weight, patient weighed (B)(6) and began to weigh (B)(6), which was considered serious due to medically significant reasons by the company. The reporting consumer related the events of hyperglycemia and weight decreased to the device problem. No information about corrective treatment and outcome for the event of weight decreased was provided. It was also provided that the patient never performed the prime. Human insulin nph, human insulin regular and insulin lispro treatment continued. The parents of the patient were the operators of the device and they were not trained. The patient had used the reported humapen savvio red (lot 1410v01) and this device model since (B)(6) 2017. The device was returned to the manufacturer on 17mar2017, and no malfunction was found. The initial reporting consumer did not relate hyperglycemia that led to hospitalization to human insulin nph, human insulin regular and insulin lispro. Further relatedness opinion was not provided. Update 20feb2017: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Update 22feb2017: additional information received on 20feb2017 from initial consumer reporter via company representative. Added company representative as intermediary reporter. Added non serious event of lack of drug effect, added patients age, added information about patients hospitalization, added information about therapy and device use status. Updated narrative and corresponding fields accordingly. Update 22feb2017: additional information received on 21feb2017 from call center was processed within the follow up received on 20feb2017. Update 23feb2017: additional information received on 22feb2017 from initial reporting consumer. Added human insulin nph, human insulin regular and insulin lispro as suspect drugs; patients date of birth, origin, weight and height; additional description of serious event of hyperglycemia; blood glucose exam; physiological serum as treatment drug. Narrative and corresponding fields were updated accordingly. Edit 28feb2017: upon internal review, changed onset date from 28feb2017 to 28jan2017. Narrative was updated accordingly. Update 01mar2017: no new information was received on 24feb2017 from the initial reporting consumer. Upon internal review, added the information that prime was never performed in narrative. Edit 01mar2017: upon internal review the event of lack of drug effect was deleted as the event was related to the problem of the pen, therefore did not qualified as an event of lack of drug effect. Update 20mar2017. Additional information received on 17mar2017 from initial reporter consumer. Updated relatedness opinion of initial reporting consumer who believed that the hyperglycemia that led to hospitalization of patient was related to the device humapen savvio and not to insulin; narrative and fields were updated accordingly. Update 23mar2017: additional information received on 21mar2017 and 23mar2017 from the global product complaint database. No additional new information was provided. Update 24mar2017: additional information was received on 23mar2017 from initial reporting consumer. No new information was added. Update 05apr2017: additional information received on 31mar2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly. Update 27apr2017: additional information received on 26apr2017 from the global product complaint database added the device specific safety summary; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.